Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's called and reported that they experienced a high blood glucose level. The customer's blood glucose level was 523 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer stated that he has a reading of 523 mg/dl on the meter then customer washed hands checked blood glucose again and meter read 157 mg/dl. Customer is calling to report meter not reading blood glucose correctly. The insulin pump will not be returned for analysis.